Event description:
Baxter (B)(4) received a report that one (1) infusor did not correctly infuse. The device was filled with 6400mg 5-fluorouracil in saline, total fill volume 220ml. The infusor reportedly stopped delivering during the patient use. There was no report of patient injury, medical intervention. The sample is available for evaluation. No additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 220 ml of solution in the bladder. The reported condition of non-delivery was not confirmed. Visual examination of the unit showed no signs of blockage that could have caused the reported condition. Flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the bladder. No signs of defect were noted from the infusor device. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.